Event description:
It was reported that insulin gauge displayed an amount different than expected. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge.